Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (dilatation of the iliac artery). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (dilatation of the iliac artery). (B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology from the time of implant is unknown. It was reported that follow-up imaging revealed stent graft migration with a proximal type I endoleak due to aortic neck dilatation and iliac artery dilatation of the contralateral limb. The imaging showed the aortic neck diameter measured 19-22mm with an infra-renal neck angulation of 77.7 degrees. Approximately two weeks ago the existing stent graft was re-lined with an endurant bifurcated stent graft 2516124 and an iliac limb 161693 extending the stent graft in the aortic neck, but not extending the contralateral limb. The migration and proximal type I endoleak were successfully resolved. No additional clinical sequelae were reported and the patient is fine.